Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was not capturing in aai mode and only intermittently capturing in ddd mode. It was also reported that there was atrial undersensing. The atrial amplitude was decreased to the nominal setting and the thresholds were within normal limits. The lead is still in use. No patient complications have been reported as a result of this event.